Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that settings needed to be adjusted in the subject pump as the patient was routinely running high in the mornings between breakfast and lunch while he was at school. The reporter stated the patient¿s blood glucose (bg) was in the 300¿s and tested positive for ketones. In response to high bg, the reporter stated she administered a correction bolus to the patient via the pump. At the time of the call, the animas representative noted that the patient¿s mother stated that she felt the pump was delivering normally and that there were no site issues. The pump settings and history were not reviewed at the time of the call. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump passed flow accuracy testing and was found to be delivering within required specifications. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.